Manufacturer narrative:
(E1) initial reporter city: (B)(6). Updated lot number from 0023975944 to 0023584721. Updated expiration date from 06/18/2021 to 04/02/2021. Updated device manufacture date from 06/19/2019 to 04/03/2019. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 17mm long starting 1mm distal from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.